Event description:
New information received notes that pacing inhibition was also observed on the right atrial (ra) and right ventricular (rv) leads prior to the procedure. No abnormalities were seen under imaging, but the surgeon had difficulty passing the locking stylet past the region of the clavicle.

Event description:
It was reported that noise was observed on the right atrial (ra) lead and right ventricular (rv) lead. A possible fracture at the clavicular region was suspected. The ra and rv lead were explanted and replaced. The patient was stable.